Event description:
Customer reported of getting erroneous erratic patient results for carbon dioxide (co2), sodium (na), and chloride (cl) with low anion gaps on their au480 clinical chemistry analyzer. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The customer provided a verbal example of false results for one (1) patient. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and replaced the buffer valves, ise tubing roller pump tubing, and electrodes which resolved the issue. The cause of failure was identified as multiple hardware malfunction. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter identifier is case: (B)(4).